Event description:
It was reported that during routine follow up, this electrode exhibited high out of range shock impedance measurements. No noise was able to be reproduced. An x-ray was completed, revealing the lead was twisted distal to the device. There was concern of damage to the electrode conductor. This electrode was explanted and replaced. No additional adverse patient effects were reported.